Event description:
It was reported the patient's ipg was inoperable. It was confirmed the ipg had surpassed the normal end of life expectation. The physician planned to explant and replace the ipg. Then the patient reported her scs system never provided effective stimulation therapy. The patient's scs system was explanted. The physician plans to use a different treatment modality to treat the patient's pain. Note the patient had two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.